Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding this report, the user facility reported that the reported incident occurred during a therapeutic upper endoscopy procedure in which the users might have been utilizing either an olympus gif-160 or. A gif-180 endoscope with a boston scientific radial jaw biopsy forceps, the user facility reported that while retrieving the device, it was said to have caused a minor scratch on the patient's esophagus, however, there was reportedly no perforation or bleeding noted. The users were said to have been able to obtained hemostasis but the procedure was reportedly aborted. The patient reportedly required an extended period of recovery time with no further intervention required. The current status of the patient is unknown. The user facility reported that the postoperative diagnosis of the patient was ulcers in the stomach, gastritis, and esophagitis. The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported incident is unknown. This report will be supplemented if the device is returned at a later time. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during an unspecified therapeutic procedure, the device had deployed and was working fine. However, the hook that holds the clip had broken off after the clip had deployed and fell into the patient's abdomen. The broken off hook was said to have been retrieved by the users with an unidentified forceps and was withdrawn along with the endoscope. There was no patient injury reported,